Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) was replaced about 5 or 6 weeks ago due to an unspecified malfunction. The patient claims that his new ipp has now failed as it won't pump up and it feels like all the fluid is in his scrotum because his testicles are hanging way down. The patient said that the physician put the bladder bellow his belly button. The patient stated to be very disappointed.